Manufacturer narrative:
(B)(4): against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during the procedure, an attempt was made to cross the heavily calcified lesion in the left anterior descending artery with the xience v stent delivery system (sds); however, it failed to cross due to the heavy calcification and sharp angle of the lesion. After trying repeatedly, it was observed that a stent strut became flared during use. A second xience v sds, the same size, did not cross the lesion and after pushing repeatedly, the stent implant dislodged from the balloon. The stent was deployed in the arteria cruralis [femoral artery], in and unintended site after being recaptured with the sds balloon, and a third xience v sds crossed successfully to treat the target lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: evaluation of the returned xience v stent delivery system noted the stent implant was dislodged from the balloon and was not returned, thus confirming the complaint. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.